Event description:
The blower would not start and the ventilator went vent inop and alarmed. It is unknown if there was pt involvement, however there was no reported pt harm. Vent inop, when in use, will stop providing ventilatory support to the pt. The distributor's service engineer inspected the device and reported that the cable between the power supply and the blower controller pcb had overheated and damaged the power supply connector. This problem during use could result in the shut down of the ventilator. The service engineer replaced the power supply to correct the problem. Performance verification testing was performed and passed per operating specifications.